Event description:
On 04/08/1999, the international distributor informed the MFR (MFR) via a faxed report of the following: during inspection of the product, a hair was contained in the package (4 pieces). Dirty deposit on the package was observed (1 piece). No further details were provided.